Event description:
It was reported that the lead migrated forward in the patient. Efforts to activate the screw mechanism were unsuccessful. The lead could not be repositioned, therefore it was removed.